Event description:
While attempting to add volume to an epinephrine infusion, the b. Braun pump alarmed, all lights on the top flashed and turned off immediately and was unable to be turned back on. Patient's map (mean arterial pressure) dropped and a calcium chloride bolus was needed to maintain the patient's map.